Event description:
The device was used during an oophorectomy procedure. Reportedly, the instrument misfired and the staple line was imcomplete. The surgeon manually sutured to complete the procedure. The hospital reported no pt injury occurred.